Manufacturer narrative:
(B)(4). Concomitant medical products: biomet unknown ranawat- burstein acetabular cup catalog#: unknown, lot#: unknown; biomet unknown stem, catalog#: unknown, lot#: unknown. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01845.

Event description:
It was reported that one patient experienced multiple anterior post-operative dislocations and required revision surgery. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.